Manufacturer narrative:
(B)(4). It should be noted the conformable gore® tag® thoracic endoprosthesis instruction for use (IFU) state ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and reoperation.¿ per IFU, the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with genetic connective tissue disease. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient reportedly suffered from loeys-dietz syndrome and underwent valve-sparing aortic root replacement (david procedure) in 2008. Thereafter, she developed aortic dissection during childbirth, and underwent total arch replacement with open-style stent graft technique on (B)(6) 2016. On (B)(6) 2016, the patient underwent endovascular treatment for a distal stent graft-induced new entry (dsine) using a conformable gore® tag® thoracic endoprosthesis (ctag). The patient tolerated the procedure. On (B)(6) 2022, the patient underwent open repair of a thoraco-abdominal aortic aneurysm (taaa). The portion of aorta replaced with surgical graft was distal to the previously implanted ctag. The patient tolerated the procedure, and a follow-up computed tomography scan on (B)(6) 2022 reportedly showed no issues. On (B)(6) 2022, the patient visited the hospital complaining chest pain. An examination showed a dsine attributed to the previously implanted ctag. On (B)(6) 2022, the patient underwent a reintervention whereby an additional stent graft was placed distally to cover the new entry tear. No endoleak was noted on a final intra-operative angiograph. The patient tolerated the reintervention. The reporting physician commented as follows: ¿after the open surgery for the taaa, the proximal and distal ends of the ctag treatment area may have been fixed by the grafts and lost flexibility, which concentrated the pulsatile stress on the native aortic wall of the descending aorta, causing the dsine. The ctag implanted in 2016 was the thinnest tgu262110j, so if this caused the dsine, it was not avoidable. As the patient had loeys-dietz syndrome, the dsine was within expectation.¿